Manufacturer narrative:
The device was returned to the manufacturer for analysis. Positioning sensor unit (psu) tracking was found to be normal throughout the volume during functional testing. The psu passed an accuracy assessment kit (aak) test at .11 mm with above normal line separation of 1.45 mm. The test software adjusted the line separation to 0.00 mm. The psu passed subsequent functional and aak tests and was fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped. No parts have been returned to manufacturer for evaluation. Medtronic representative, following-up at the site, reports system works perfectly after camera replacement. Performed a navigation system check-out, all areas passed. No parts returned.

Event description:
A site representative reported intermittent tracking in a navigation system camera. When necessary, an optical camera is substituted and works fine. There was no patient present when this issue was identified.